Event description:
Caller reported that a malfunction occurred on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to report if the malfunction code recurs.